Event description:
Customer reported the rj-11 clip is damaged. Customer has limited information. Customer did not provide a date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Product has been requested but has not been received. This report is made based solely on the customer reported issue. (B)(4).